Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified, but the alleged touchscreen issue could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 184 mg/dl. In addition, it was reported that a malfunction occurred. Customer's blood glucose level was 160 mg/dl. The customer reverted to an alternate method in insulin therapy.